Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped hearing with the device a few weeks ago. When the user went to the clinic no measurements were carried out, but a new audio processor was requested. The user was seen again on (B)(6) 2022 to fit the new audio processor. However, during the visit when running in-situ measurements a possible device malfunction was seen. Re-implantation is considered.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition in situ measurements show two channels involves in a short circuit and one channel with high impedance due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient suddenly stopped hearing with the device. The exact date is unknown. The audio processor had been checked on (B)(6) 2022 and found not to be functioning well. Therefore a new audio processor was requested. Upon the first fitting of the new audio processor on (B)(6) 2022 a possible device malfunction of the implant was detected. The recipient has been reimplanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition in situ measurements show two channels involves in a short circuit and one channel with high impedance due to undetermined reasons. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient suddenly stopped hearing with the device. The exact date is unknown. The audio processor has been checked on (B)(6) 2022 and found not to be functioning well. Therefore a new audio processor was requested. Upon the first fitting of the new audio processor on (B)(6)2022 a possible device malfunction of the implant was detected. Re-implantation has been suggested, but the user has not yet decided whether to proceed or not.